Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic nissen procedure, the needle disengaged from the device. There was difficulty loading and unloading, so a new endostitch was opened. The needle fell into the patient cavity and was retrieved with a grasper.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual or functional abnormalities were noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.